Event description:
The customer reported her blood glucose and insulin history. The pod was removed and she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.